Manufacturer narrative:
The customer¿s report of a tubing leaked while connected to a non-bd bi-fuse extension set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking. The root cause of the customer¿s was not identified.

Event description:
It was reported that the tubing leaked while connected to a nonbd bi-fuse extension set and attached to a pediatric patient in the picu. An unspecified syringe containing 41.5ml of ceftriaxone (830mg in 5% dextrose) was connected to the tubing. There was no harm.

Manufacturer narrative:
Concomitant medical products: 60 ml bd syringe ceftriaxone 830 mg in dextrose 5%; 250 ml baxter ndc (B)(4), lot y291971, exp (B)(6) 2020, nacl 0.9% injection, therapy date (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing leaked while connected to a nonbd bi-fuse extension set and attached to a pediatric patient in the picu. An unspecified syringe containing 41.5ml of ceftriaxone (830mg in 5% dextrose) was connected to the tubing. There was no harm.